Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase in shock lead impedance measurements and presented and out of range measurement. Technical services (ts) reviewed possible testing options. This rv lead remains in service. No adverse patient effects were reported.